Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a blank display. During troubleshooting, the customer inserted multiple batteries that caused a failed battery test due to being the incorrect type. Blood glucose level at the time of the incident was 77 mg/dl, which she planned to treat with juice. The customer reported that she keeps the insulin pump inside her bra against her skin. Customer stated that if necessary, she would call back to continue troubleshooting once she had the correct battery type. The insulin pump was not replaced or returned for analysis.